Event description:
Line torn during removal. Concern for embolic phenomenon. Pt needed emergent or exploration and removal of la tip. The segment of la line was found lying next to the left atrium in the pericardial cavity. The tip was given to the MFR.